Manufacturer narrative:
On (B)(6) 2018 arjo received information from the customer facility in france indicating that the arjo maxi sky 2 ceiling lift fell from the installation system. The caregiver tried to catch the lift and as a consequence sustained shoulder hematoma and arm trauma and needed to wear a splint. The system was not used to transfer the resident when the event (ceiling lift device roll out of the installation rail) was noticed. The involved system consisted of the maxi sky 2 ceiling lift and x-y track system, which included a mobile track supported by two other fixed tracks. Based on the collected information, the installation was assembled at this facility by arjo subcontractor on (B)(6) 2018. It should be noticed that this subcontractor was trained by arjo from the installation procedure in january 2017. This system was evaluated by arjo representative after the event. The technician observed that the there was no end stopper component installed at the end of the mobile rail. The end stopper is the required component, which needs to be placed to ensure the safe use of the system during the transfer. The end stopper causes that the lift traveling along the track cannot slip out of the installation system. The track installation guide (001-11161-en) warns: "never forget to securely install the end stoppers". The procedure how to correctly attach these components is described step by step in this installation guide. Additionally, instructions for use (001-15698-en rev.8) dedicated to maxi sky 2 include information regarding inspection of the system before every use: "warning: before each use, make sure all end stoppers are in place to prevent a fall risk." Based on the above, it can be concluded that the incorrect assembly of the track installation system could contribute to the event. The lack of end stopper at the end of the rail caused that the maxi sky 2 ceiling lift fell out of the track. Based on the above findings, it was decided to initiate the action to inform the arjo subcontractor responsible for assembling the installation system about results of the investigation and to conduct the additional training regarding the procedure of the track installation. When reviewing the reportable events related to the investigated issue- lift detached from the track, the limited number of similar complaints were found. To conclude, while the event occurred the device was not being used to transfer the resident. The end stopper was not installed at the end of the rail and from that perspective, the system was not up to its manufacturer's specification during the malfunction. Although the lift was not used to transfer the resident, the caregiver sustained the injury when tried to catch the ceiling lift. The complaint decided to be reported to the competent authorities because the ceiling lift detached from the track and the caregiver sustained the injury.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred at the facility in (B)(6). Based on the initial customer allegation, the maxi sky 2 ceiling lift detached from the track. The caregiver tried to catch the lift and sustained shoulder hematoma and arm trauma.